Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that implantable neuro stimulator recharger (insr) would not fully charge all way up anymore. There was no out of box failure reported. No medical or therapy problem associated or related with small parts. Could not troubleshoot due to lack of access to product. It was also reported that ins is discharging faster than it used to. Patient has not recently been reprogrammed or switched to a new group. Manufacturing representative (rep) noted that patient had 1 group with 3 programs in it. Patient also had some high impedances. Rep programmed around high impedance and patient was getting as good therapy coverage as she was coming into the visit. With reprogramming rep had programmed patient using 1 group with 1 program. It was reviewed that this will help with patient recharge frequency. Rep will see how well the patient does with new programming. No patient symptoms or complications were reported in this event.